Manufacturer narrative:
(B)(4).

Event description:
Based on review of the article which identified 12 of 13 reported deaths in 2018 were submitted by abbott vascular, a query of the abbott complaint database for 2018 was performed which found 12+ events had previously been submitted to the (B)(6) authorities. Therefore, the latest report submitted was a duplicate report and should not have been submitted from the article.

Manufacturer narrative:
(B)(4). No UDI is being reported because the part and lot number were not provided. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of dissection and death are listed in the xience xpedition, everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Article titled: abbott coronary stents in 50 per cent adverse event reports for 2018. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. (B)(6).

Event description:
It was reported that the procedure was to treat the left anterior descending artery. An unspecified xience xpedition stent was implanted, and a dissection was noted in the left main. Therefore, another unspecified xience xpedition stent was implanted to treat the dissection. However, the patient expired. No additional information was provided.